Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that her meter is not reading accurately and alarmed threshold suspend. The meter showed 53 and she was at 479mg/dl. The customer was advised to monitor her blood glucose and meter.